Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Power failure caused the system to go off line. Corrections included reprogramming the system. System was calibrated and safety tested to factory's specs.